Event description:
Caller states that the following results were obtained on a patient with the advantage system within 10 minutes: 198 mg/dl, 124 mg/dl, and 102 mg/dl. No actions taken based on device results. Caller states that controls were run and passed prior to the incident; however, actual results were not provided. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.